Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had incorrect solution alarm. Device will be swapped per customer request. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). There is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k961008.